Event description:
It was reported that during a carotid artery stenting treatment procedure, "the product did not work properly, apparently due to misuse." Additional info provided by the facility indicated "failure implant. The product was turned against clockwise." The procedure was completed with another device. There were no pt complications reported. Additional info has been requested.

Manufacturer narrative:
Device evaluation. The device was not returned so no product analysis was performed. Manufacturing records were reviewed for this batch. All process monitoring tests were performed and all tests met specification requirements. The event description is likely describing a failure to deploy. The device knob is designed to be turned counter clockwise. The statement "the product was turned against clockwise" seems to indicate that the knob was turned counterclockwise but this cannot be determined with certainty. One reason for failure of the device to deploy is failure to open the rotating hemostasis valve (rhv). This would be considered misure which would match the original event description of "apparently due to misuse." However, the actual failure of the device is not definitively known, so the root cause is undeterminable.